Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 5872-20rt, lot 1448936; part # 777403232, lot 1312108; part # 5881-3520, lot 1546678; part # 58813518, lot #?s 1361839 and 1543113; part # 58802712, lot unknown and part # 58802714, lot unknown. The implants have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Manufacture date for part # 5872-20rt, lot 1448936 is 06/2012; manufacture date for part # 777403232, lot 1312108 is 02/2014; manufacture date for part # 5881-3520, lot 1546678 is 08/2014; manufacture date for part # 58813518, lot 1361839 is 08/2014; part # 58813518, lot 1543113 is 07/2014. (B)(4)

Event description:
It was reported that the patient underwent a hallux mp fusion. Allegedly the patient had a non-union and underwent a revision surgery. The old hardware was removed and replaced with new hardware. No additional patient complications were reported.

Manufacturer narrative:
The parts were returned. Visual examination of the returned parts did show some wear most likely from insertion and removal. Other than the wear, most of the devices did not show any excessive gross deformation; however, one screw was returned fractured. The head was returned but the fractured shaft piece was not. There was not any information provided as to when the screw fractured or if a fragment remained in the patient. No radiographic images were provided to analyze positioning or use of the product. With the information provided conclusions related to product use or contribution cannot be made.